Event description:
It was reported that the asymptomatic patient presented to the operating room for a device change out due to eri. Increase in capture threshold was noted. After opening the pocket, externalized conductors were observed. The lead was successfully explanted and replaced. There were no adverse consequences noted during this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 11.0-11.6cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 10.2-11.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 39.5-41.2cm and 42.7-43.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 39.9-42.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.